Manufacturer narrative:
B5: describe event or problem information updated with additional information received through the good faith effort process. E1: initial reporter address separated into address 1 and address 2 due to length of the address.

Event description:
It was reported that removal difficulty occurred. The stenosis was greater than 80% was located in the subclavian vein. An 8.0x40x135 cm express ld vascular stent was selected for subclavian stent implantation. However, after the stent was deployed, the balloon on the delivery sheath got stuck on the stent and could not be withdrawn. The procedure was completed with this device. There were no patient complications as a result of this event. It was further reported that the correct complaint issue is that the physician incorrectly used an inappropriately sized 8f delivery catheter, resulting in compression of the stent. Whether if embolization occurred the physician refuse to provide any information so cannot confirmed. Other information the physician refuse to provide and the patient was stable post procedure.

Event description:
It was reported that removal difficulty occurred. The stenosis was greater than 80% was located in the subclavian vein. An 8.0 x 40 x 135 cm express ld vascular stent was selected for subclavian stent implantation. However, after the stent was deployed, the balloon on the delivery sheath got stuck on the stent and could not be withdrawn. The procedure was completed with this device. There were no patient complications as a result of this event.